Event description:
Situation: patient was getting routine labs drawn through central venous catheter (hickman). Background: used double stop-cock method with baxter brand stop cocks. Assessment: after connecting double stop cock lab setup to patient and pulling back waste, noticed blood pooling in patient's blue cap. Disconnected stop cocks and flushed normal saline (ns) directly through blue cap and blood would still not clear. Had to change patient's blue cap early. Recommendation: find alternative to baxter stop cocks. After blood draw with stopcock the ICU medical neutron cap would not clear blood . Required cap change ICU medical has been contacted, this is a recurring issue. There was no detectable harm.